Event description:
It was reported after starting the intra-aortic balloon(iab) therapy, the console generated a autofill failure alarm. The balloon was replaced but the same autofill failure alarm generated. There was no reported injury to the patient. This report is for the 1st balloon used.

Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h6, h10. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after starting the intra-aortic balloon(iab) therapy, the console generated a autofill failure alarm. The balloon was replaced but the same autofill failure alarm generated. There was no reported injury to the patient. This report is for the 1st balloon used.